Manufacturer narrative:
Concomitant medical products: model: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired about the remaining battery longevity of a patient's implantable cardioverter defibrillator (ICD). The ahp indicated the remaining battery longevity is far less than what was expected. The device has been implanted for approximately four years and shows a remaining battery estimate of seven months. It was noted that the atrial output has been the biggest pull on the battery. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.